Manufacturer narrative:
H11: the actual device was not available; however, photographs and a video of the sample were provided for evaluation. Visual inspection of the photos and video showed a white particle inside the return screwed connector of the set filter. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The identity and origin of the particulate could not be determined without analysis of the actual sample. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that flocculent material was observed inside the filter of a prismaflex st 150 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Prismaflex st150 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.